Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The insulin pump was alarming button error at the time of the call, and the customer could not clear the alarm. The customer didn't know if the buttons were pressed for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.